Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06mar2020.

Event description:
It was reported that the unit had a touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse powered the unit on and off several times and the unit worked properly. The fse performed touchscreen calibration and the unit passed. The fse also checked the history log and did not find any anomalies. The fse replaced the touchscreen as a preventative measure.

Manufacturer narrative:
G4 22may2020. B4: 22may2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.